Manufacturer narrative:
The initial medwatch submitted was a duplicate record. As the report was submitted via mfg report # 3013756811-2024-242552 the initial medwatch submitted was a duplicate record. As the report was submitted via mfg report # 3013756811-2024-242552.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.